Event description:
It was reported that during the implant attempt, the lead exhibited poor sensing. The lead was repositioned, and the helix would no longer extend. The lead exhibited further poor sensing and high impedances. The lead was removed, tested, and the helix still would not extend. The lead was not used and another lead was implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. The guidetooth was damaged, and the lead appeared to have been damaged at implant.